Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the device was returned for evaluation. A visual and microscopic examination identified proximal stent damage. Struts on the 1st row from the proximal end were raised distally and struts on the 2nd row were misaligned. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were identified in the distal inner just distal from the proximal end of the proximal balloon bond. This type of damage could be caused by excessive force being applied during guidewire removal. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis results completed 24-nov-2011. It was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion occurred. The lesion was located in the left anterior descending artery which was severely tortuous and severely calcified lesion with 88% of stenosis. The physician treated the lesion with pre-dilatation using a 2.5x20mm maverick balloon catheter. The 3.00x28mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same. There were no reported complications and the patient status is stable. Analysis revealed stent damage.